Manufacturer narrative:
The customer indicated that the product associated with this event was not available for return. The device history record was reviewed and found to be acceptable. No product from this lot # remaining in stock. Review of the complaint database for the previous 24 months indicates that this is the only reported issue on this product code. Smiths was unable to confirm this issue or determine a possible cause without benefit of returned product eval. An add'l report will be submitted should info become available that impacts the outcome of smiths' investigation.